Event description:
It was reported that a patient experienced peritonitis manifested by unknown symptoms coincident with peritoneal dialysis (pd) therapy. The peritonitis event did not require hospitalization. The cause of the peritonitis event is not reported. The patient¿s pd catheter was removed and pd therapy was suspended. The patient was moved to hemodialysis. The placement of a new catheter is planned to take place, representing a temporary pd suspension. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Patient is reported to be "around (B)(6) old." On an unknown date, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.